Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, testing of the device's ECG acquisition and pulse delivery circuitry was performed, as recommended by zoll manufacturing. The functional testing confirmed proper ECG acquisition, and pulse delivery functionality of the electrode belt. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The reported problem (won't power on) was confirmed. Upon investigation the monitor failed incoming functional pulse testing and would not power on. The cause of the service code and testing failure was isolated to contamination in the monitor. Contamination was found on connector j502 on the computer/analog board. Contamination was also observed on the j1 main battery connector, and multiple components on the computer/analog board and table board. The cause for the failure was the contaminated components. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There is no indication or allegation to suggest that the device malfunction caused or contributed to the inappropriate treatment. The monitor was able to monitor and deliver a treatment at the time of the patient treatment event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files and ECG strips. The primary cause of the inappropriate shocks was lack of response button use prior to the treatment shock (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was incarcerated at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shock. The response buttons functioned appropriately. The patient went to the hospital and continued use of the lifevest.